Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced worsening blurred vision, slurred speech and memory loss. All of the symptoms have been ongoing for months, but they have recently worsened. An MRI of the brain was taken on (B)(6) 2010. It was later reported that the patient experienced recent 'blacking out' spells. Carotid doppler was ordered for (B)(6) 2010. The event was reported to be ongoing. A follow-up report will be sent if additional information becomes available.